Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-70 (B)(4) description: linear lead, 70 cm with pre-loaded 0.012 inch stylet.

Manufacturer narrative:
Additional information was received that the skin graft was performed as planned. The patient was reportedly doing well following the procedure. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the leads found them to be satisfactory.

Event description:
A report was received that the patient's symptoms had returned (reference MDR 3006630150-2010-02178). The patient was not receiving adequate stimulation due to fluid collecting at the distal tip of the lead. An ultrasound revealed the tip of the lead to be superficial. The patient was referred to a plastic surgeon who felt it would be primal to graft over the lead to encourage scaring to prevent any recurrence of the lead tip moving superficially.

Event description:
A report was received that the patient's symptoms had returned (reference MDR 3006630150-2010-02178). The patient was not receiving adequate stimulation due to fluid collecting at the distal tip of the lead. An ultrasound revealed the tip of the lead to be superficial. The patient was referred to a plastic surgeon who felt it would be primal to graft over the lead to encourage scaring to prevent any recurrence of the lead tip moving superficially.